Event description:
It was reported that there were eight high right atrial (ra) lead impedance pulses causing a lead warning. The ra lead was programmed back to bipolar and will be monitored more closely. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: icf09b58 implantable pacing lead, (B)(6) 2003. (B)(4).